Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter address line 1: (B)(6). Reporter email address: (B)(6).

Event description:
It was reported that the power cord of the mobile power unit (mpu) would not lock.

Manufacturer narrative:
Incidental findings: damaged battery door, damaged handle, loose rubber around lemo connectors, discolored patient cable, frayed battery ribbon cable, and scratched led overlay. Manufacturer's investigation conclusion: the reported event of the power cord not being able to lock into place was confirmed during evaluation of the returned mobile power unit (mpu); however, it was not determined to be a device malfunction. Visual inspection of the mpu (serial number: (B)(6) revealed that the unit did not have the v-lock connection at the ac inlet. However, this unit was noted to have been manufactured in 2014, which is prior to the implementation of the v-locking power cord in 2017. This mpu was designed to be used with the right angle mpu power cord included in its initial assembly, which does not have a locking mechanism. The mpu was functionally tested and found to perform as intended. The ac inlet was replaced with a v-lock connection ac inlet and a v-lock power cord was added. Preventative maintenance was performed, and the mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was determined to be user concern. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 14jul2014. The heartmate 3 patient handbook section 3, entitled ¿powering the system¿, provides instruction on how to properly connect the power cord to the mobile power unit and wall outlet. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, explain how to properly care for all equipment, including the mobile power unit. The heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mobile power unit for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.